Event description:
It was reported that the ilet user observed lower insulin dosing when announcing meals and had been consistently selecting ¿more than¿ for meal announcements to address postprandial hyperglycemia, leading to perceived slower correction by the pump. This was assessed as an improper method of use related to the user interface of the ilet. Symptoms included hyperglycemia peaking at 317 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically announcing incorrect meal sizes, with the issue associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.